Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise sample probe, replaced the sample syringe, performed alignments and cleaned the ise flowcell, which resolved the issue. Beckman coulter internal identifier is (B)(4). Patient age, sex, weight and ethnicity: patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous high ise (ion selective electrode: sodium, potassium and chloride) patient results were generated on the au5800 clinical chemistry analyzer. The results were not released from the laboratory. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise sample probe, replaced the sample syringe, performed alignments and cleaned the ise flowcell, which resolved the issue. Beckman coulter internal identifier is (B)(4). Patient age, sex, weight and ethnicity: patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous high ise (ion selective electrode: sodium, potassium and chloride) patient results were generated on the au5800 clinical chemistry analyzer. The results were not released from the laboratory. There was no change in patient treatment in association with this event.